Manufacturer narrative:
A4: patient weight was reported as na. A6: patient race was reported as east indian. The reported device has not been reported. Following the conclusion of the investigation, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite had an issue with the lower right anchor. The anchor was reported as breaking off. It was also reported that it is unknown if the patient suffered any harm, injury or adverse outcome.

Manufacturer narrative:
Additional information: d4, d9. Corrected information: b2 in the initial report, congenitial anomaly/birth defect was inadvertently reported. This condition was not reported. The product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the customer will return the device. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).